Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The initial reason for reoperation is: capsular contracture, baker grade unknown. Information contained in this report was previously submitted through asr / psr / 410psr on 17apr2017 and 24jul2017. Continued e1 phone number: (B)(6); additional email: (B)(6). Continued h6 codes: f2203.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Later, healthcare professional reported breast pain, and rupture and per MRI "simple cysts, lymph nodes with discrete cortical thickening in the right axillary region". The event of "breast pain" is not device related. Device has been explanted. Events of "simple cysts, lymph nodes with discrete cortical thickening in the right axillary region" were deemed non-serious by abbvie medical staff and are not reportable.